Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she experienced high blood glucose over 600 mg/dl; treated with insulin pen and blood glucose went down to 199mg/dl. Customer was not hospitalized. Customer started she called the diabetes clinical manager and it was suggested the customer changed to a 9mm to a 6mm infusion set. Nothing further reported.